Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. A review of device download data surrounding the event does not indicate a monitor malfunction. Device evaluation of electrode belt sn (B)(4) was completed. The evaluation confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 around 2am while wearing the lifevest. The patient was in a healthcare facility at the time of the event. Hospital staff heard the device alarming and began chest compressions. Download data indicates that the patient went into vf at approximately 1:52:40 and remained in vf for approximately 48 seconds. The lifevest did not detect the vf due to the rate fluctuating above and below the physician-prescribed rate threshold (150 bpm for vt, 180 bpm for vf). The rate of vf was fluctuating between 130 bpm and 300 bpm. The rate of vf was not sustained above the prescribed rate thresholds long enough for the device to detect and treat the arrhythmia. At approximately 1:53:32 the patient degraded to asystole, which is considered a non-treatable rhythm. The lifevest properly detected and alarmed for asystole. The lifevest electrode belt was disconnected at 1:59:10 and the patient subsequently passed away.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. A review of device download data surrounding the event does not indicate a monitor malfunction. Device evaluation of electrode belt sn (B)(4) was completed. The evaluation confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction.

Event description:
Follow-up report #1: correction: incorrect data was attached in error to the initial MDR. This follow-up report corrects the error by removing the attached data. A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 around 2am while wearing the lifevest. The patient was in a healthcare facility at the time of the event. Hospital staff heard the device alarming and began chest compressions. Download data indicates that the patient went into vf at approximately 1:52:40 and remained in vf for approximately 48 seconds. The lifevest did not detect the vf due to the rate fluctuating above and below the physician-prescribed rate threshold (150 bpm for vt, 180 bpm for vf). The rate of vf was fluctuating between 130 bpm and 300 bpm. The rate of vf was not sustained above the prescribed rate thresholds long enough for the device to detect and treat the arrhythmia. At approximately 1:53:32 the patient degraded to asystole, which is considered a non-treatable rhythm. The lifevest properly detected and alarmed for asystole. The lifevest electrode belt was disconnected at 1:59:10 and the patient subsequently passed away.

Manufacturer narrative:
Follow-up report #2: additional information - 12/02/2016. Device evaluation of monitor sn (B)(4) was completed. The monitor ECG acquisition and pulse delivery circuitry was fully functional. There was no device malfunction. Device evaluation of monitor sn (B)(4) is currently underway. A review of device download data surrounding the event does not indicate a monitor malfunction. Device evaluation of electrode belt sn (B)(4) was completed. The evaluation confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction.

Event description:
Follow-up report #2: additional information - 12/02/2016. Further investigation into the event identified that, in addition to the fluctuating vf rate, ECG fall-off on one of the ECG channels contributed to the lack of treatment during vf.. The ECG "b" and ECG "d" electrodes were not in full contact with the patient's skin, causing ECG fall-off on the front-to-back (fb) ECG channel. The side-to-side (ss) ECG channel was still intact. Due to the ECG fall-off, the lifevest was operating in single-lead mode. Because the device was operating in single-lead mode, the detection algorithm took 10 additional seconds to reach confidence. The patient's rhythm degraded to asystole before the lifevest could satisfy the detection algorithm arrhythmia declaration requirements. The lifevest considers asystole to be a non-treatable rhythm. There was no device malfunction. The device operated as designed. Follow-up report #1: correction: incorrect data was attached in error to the initial MDR. This follow-up report corrects the error by removing the attached data. A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 around 2am while wearing the lifevest. The patient was in a healthcare facility at the time of the event. Hospital staff heard the device alarming and began chest compressions. Download data indicates that the patient went into vf at approximately 1:52:40 and remained in vf for approximately 48 seconds. The lifevest did not detect the vf due to the rate fluctuating above and below the physician-prescribed rate threshold (150 bpm for vt, 180 bpm for vf). The rate of vf was fluctuating between 130 bpm and 300 bpm. The rate of vf was not sustained above the prescribed rate thresholds long enough for the device to detect and treat the arrhythmia. At approximately 1:53:32 the patient degraded to asystole, which is considered a non-treatable rhythm. The lifevest properly detected and alarmed for asystole. The lifevest electrode belt was disconnected at 1:59:10 and the patient subsequently passed away.